Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cut in the incident could not be confirmed.

Event description:
Related manufacture ref: 3005334138-2023-00539. During an atypical atrial flutter ablation procedure, a cut was noted on the sheath which required intervention from a vascular surgeon to extract the sheath properly from the right femoral vein. The procedure was interrupted with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5 swartz braided introducer was returned for analysis. However, the sheath was returned cut lengthwise in two pieces. Many bends were noted along the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.